Event description:
Reporter indicated a patient had vns lead wires extruding from the skin near the generator site. The pt was seen by a surgeon the same day and underwent complete removal of the vns system. The patient is due to follow up with the surgeon. No further info is known. The explanted lead and generator have been requested for return.